Event description:
(B)(6). Same case as: 2134265-2012-03792. Same patient as 2134265-2010-00659, 2134265-2010-05707, 2134265-2010-05706. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction and expired. During the index procedure in (B)(6) 2008, the target lesion located in distal right coronary artery was 75% stenosed, 3.0mm in diameter and 32mm long. The physician treated the lesion with pre-dilatation, and implanting a 3.00x32 mm (B)(6) study stent. Post dilation was performed. Residual stenosis became 0% . Timi flow increased from 2 to 3. The patient was discharged on ticlopidine and bayaspirin. In (B)(6) 2008, restenosis was confirmed in the proximal right coronary artery (rca) and in the mid rca . A percutaneous coronary intervent (pci) was performed and the lesions were treated with balloon angioplasty. The lesion located in prox rca with reference vessel diameter of 3.50mm, a length of 20.0mm, and visually 50% stenosis was treated with balloon angioplasty. Residual stenosis became 25%. Timi-3 flow kept through the procedure. The lesion located in the mid rca with reference vessel diameter of 3.50mm, a length of 20.0mm, and visually 99% stenosis was treated with balloon angioplasty and deployment of a taxus stent of unknown size. Residual stenosis became 0% . Timi-3 flow kept through the procedure. The patient was discharged the next day. In (B)(6) 2011, the patient developed asymptomatic myocardial infarction and expired the same day. The patient developed cardiopulmonary arrest without any contributory factors. Resuscitation was also attempted. However, the patient expired.

Manufacturer narrative:
Device is a combination product.device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).